Event description:
A firefighter was performing a daily test of the device. According to the reporter, when the operator pushed the device's discharge buttons, he was shocked on the left hand. The operator was returned to duty following a checkup at a local hosp.